Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that inner stopper stayed in bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, when nurse tried to open hemogard closer. No report of injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that inner stopper stayed in bd vacutainer k2e (edta) 18.0mg plus blood collection tubes, when nurse tried to open hemogard closer. No report of injury or medical intervention.